Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 257 mg/dl at the time of the incident. Customer stated that pump has cosmetic damage. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement and active current measurement. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with dented keypad overlay.